Event description:
Event description guidant received information that while attempting to place this lead, it became stuck on the tricuspid valve. The physician attempted to remove it by turning the lead counter-clockwise several times, however their attempts to unscrew the lead back out were unsuccessful. The lead was capped and abandoned surgically. Another lead was successfully implanted during the procedure.